Event description:
Defective vp shunt (medtronic). Removed by surgeon vp shunt model # smbb-20-10 lot # n0131; valve strata unitized reg 120ca item code 82284 cat # 27605; shunt snap vent cath standard 8cm cat # 41406 item code 11137.